Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc. After the evaluation was noticed that thelot number informed on the guarantee form does not correspond to theitem informed on the guarantee form. Therefore, the lot number was notconsidered. Considering the surgical methodology, it was seen that thedentist has used more drills than recommended to perform the implantinstallation.

Event description:
(B)(4) ¿ the dentist reported that 1 month after dental implant was installed in intraoral region 3#, its non-osseointegration was observed. In addition, the patient presented insufficient bone quality/quantity (bone type iii) and 35ncm of primary stability was achieved.